Event description:
During a revision decompression procedure performed, on (B)(6) 2019, the tip of three reform drivers with mechanical lock (hxx-39-0001) broke off during insertion of three different 9.5 x 80mm reform polyaxial screws. The screws were removed and replaced utilizing another driver readily available. This resulted in a thirty (30) minute delay to the procedure. Upon receipt of complaint product it was identified that one (1) hxx-39-0001 reform driver with mechanical lock was received with a broken tip, and two (2) c2609 polyaxial driver assay reform pedicle screw system, one with a broken tip and one with a twisted tip were received.

Manufacturer narrative:
Corrected data: d1 brand name - changed to polyaxial driver assay reform pedicle screw system. D4 catalogue # - changed to c2609. H3 device evaluation - two drivers, c2609, were returned and visually examined with the aid of a 5x loop. The hexalobe tip of one of the drivers is intact but twisted; the other driver has suffered a fracture to the hexalobe tip consistent with prior failures documented in previous investigation for a similar product. No corrective action required as this is a custom design that would not be manufactured again without incorporating specific design updates found in 39-sp-0730 (ex. Mechanical lock to prevent unwanted loosening from implant). Review of device history records found (B)(4) pieces of this lot were released for distribution on 12/19/2016 with no deviation or anomalies. Two-year complaint history review found this to be the only report for this part number. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2019-00006-1 / 00008-1).

Manufacturer narrative:
Occupation - other; sales representative. Device evaluation - device evaluation was not possible. Information provided indicates that the product will be returned but has not been received to date. Lot number identification was not provided, therefore device history record review was not possible. The reported failure has been previously addressed and a new driver design/part number was released. Should the device be received, and investigation determine a different outcome, a follow-up medwatch report will be filed. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2015-00006 / 00008).

Event description:
During a revision decompression procedure performed, on (B)(6) 2019, the tip of three reform drivers with mechanical lock (hxx-39-0001) broke off during insertion of three different 9.5 x 80mm reform polyaxial screws. The screws were removed and replaced utilizing another driver readily available. This resulted in a thirty (30) minute delay to the procedure.